Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door failed due to component. Field service engineer reset all cables, connections and serviced all latches to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer reported that users were unable to remove medications from door while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.